Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that  since about a month- 3 weeks ago, they've had a return of symptoms. The patient stated previously, they were getting up every 3-4 hours to go to the bathroom but since their symptom return,they were getting up every hour and they were unable to sleep as a result. The patient denied having had any trauma or falls that could have led to the issue. Patient services offered to assist the patient in connecting to their settings and in making a change however the patient was unable to successfully sync the communicator  to the handset. The patient was redirected to their managing health care provider (hcp) to work in person to connect and make a change to their settings. The patient stated their hcp had told them they didn't know anything about the device/therapy so the patient was going to ask the hcp if a medtronic representative could be present at their appointment. Patient services also wanted to note that the patient stated while troubleshooting with patient services they have always felt their stimulation as a "shocking" sensation, that it had an electric feel to it, like sticking a finger in a light socket. The patient stated they could "feel it shocking at night,"  see already reported pe (B)(4) communicator not found.